Manufacturer narrative:
Investigation:the run data file (rdf) was analyzed for this event. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a definitive root cause could not be determined. The signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was possibly a result of an escape of wbcs from the lrs chamber during a portion of the procedure. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor-related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing; therefore, no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The platelet collection set is not available for return because it was discarded by the customer.